Manufacturer narrative:
Follow-up #1 (11/18/2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. Unrelated to the issue, there was a "qty strips extra" issue with the test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging he was unable to perform a test on his onetouch ping meter due to an unknown/unrecalled error message. The patient stated the alleged issue occurred on (B)(6) 2011, but could not be sure entirely. The patient attempted to check his blood glucose at approximately 4pm due to symptoms of "shaking and sweating" that he was experiencing just 2 minutes earlier. The patient reportedly manages his diabetes with an unknown type of insulin through pump therapy and denied taking any action regarding his normal diabetes management routine in response to the error message. When the patient was not able to obtain a reading on the subject device, he reportedly tested immediately at 4:03pm using another meter (onetouch ultramini) but could not recall the result obtained. At approximately 4:05pm of that same day, the patient reported that he was given a fruit bar and juice by a non-hcp to treat his symptoms. At the time of troubleshooting, the cca was unable to duplicate the error. The subject device was not being used for the first time. The issue remained unresolved and replacement products were sent. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence of a delay in testing or treatment. However, this complaint is being reported because the alleged product issue remained unresolved.